Event description:
It was reported that when using the bd pyxis¿ es server device was not working and order was not showing on device. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device was in critical override mode. A technical support specialist dialed into server, logged into pes site, ran downtime query in ssms; found cce services stopped with messages backed up in es queue; verified drive space and cpu/memory were good; set cce service recovery to restart on 1st and 2nd failure and reboot on subsequent failures; restarted cce services and messages drained; customer validated es looks good and approved case resolution. The system functioned as intended after the technical support specialist repaired the device. D4 & h4: unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available.